Event description:
It was reported that the bd maxzero needleless connector was cracked. The following information was provided by the initial reporter: customer has reported another cracked connector from their on-going issue. This cracked connector happened on (B)(6) 2026 and it occurred after methotrexate, sodium bicarb was running at 200ml/hr. Additional information received from the customer: can you please provide the material and lot number associated with reported issue? Mz1000-07, no lot# provided. What was the impact to the patient? No harm done. Please indicate approximately where the device was fractured. Near septum access surface. Did the fracture result in the loss of medication, and/or undermedication of the patient? Sodium bicarb was infusing. Did the fracture result in contact with bodily fluids? No.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.